Event description:
The customer reported the system displays an overload fault when attempting to fluoro. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the p2 connector and adjusted the ps2 power supply. System operates as intended. (B)(4).